Manufacturer narrative:
(B)(6).

Event description:
It was reported that the contrast agent was leaking. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, the device was advanced into the coronary artery after set-up. However, the pressure did not increase upon inflation and leak of contrast agent was observed upon fluoroscopy. The device was then taken out from the patient's body and was confirmed that the contrast agent leaked from the inner lumen of the balloon when checked outside patient. The procedure was completed with a different device. There were no patient complications reported.